Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 23, 2014 to october 24, 2014. The device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed a fiber in the outer housing of the device, deemed to be outside the fluid pathway. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had a fiber in the outer housing. The device was filled with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.